Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed.

Event description:
The micro reciprocating saw was sent in for evaluation because it was leaking a black substance during an rp procedure. Another saw was used to complete the procedure. There was no adverse consequences or delay in the procedure as a result of this event.